Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer¿s parent assisted to address the elevated bg by delivering a manual insulin injection. Ultimately, the customer reverted to an alternate method of insulin therapy.